Event description:
It was reported that thrombosis of the target lesion occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 4.83 mm reference vessel diameter, 37.31 mm length and 60% stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm athletis balloon with residual stenosis of 0 %. The target lesion was treated with 6 mm x 60 mm ranger drug coated balloon, study device. Post procedure, residual stenosis was noted to be 0%. Post procedure, the subject was advised to continue ongoing anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow, with 5.1 mm reference vessel diameter, 77.26 mm length, and 68.63 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 25.45 %. No complications were noted after pre-dilatation and test device usage. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 28.9 cm/s and occluded arterial anastomosis, proximal access (swing point), mid access (cannulation zone), distal access (cephalic arch), and axillosubclavian junction. Post index procedure, avf functional assessment revealed flow volume (fv) of 758 ml/min, resistance index (ri) of 0.540, systolic blood pressure of 163 mmhg, and diastolic blood pressure of 72 mmhg. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3-month follow-up visit, avf functional assessment revealed flow volume (fv) of 700 ml/min, resistance index (ri) of 0.600, systolic blood pressure of 166 mmhg, and diastolic blood pressure of 76 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, at night, the subject was noted to have absence of shunt sounds indicating av access dysfunction. On (B)(6) 2025, ultrasound revealed flow volume (fv) of 80 ml/min and resistance index (ri) of 1.00. On the same day, angiography revealed approximately 8 cm of thrombus extending from the anastomotic site and stenosis extending from the area around anastomosis to the forearm. Based on the above finding, on (B)(6) 2025, 102 days post index procedure, the subject was diagnosed with "access circuit thrombosis" with location of thrombosis in the left arm anastomosis, swing point and venous outflow (including target lesion). At the time of event, the subject was on other anti-coagulant medication. Per edc, there was no specific potential cause for access circuit thrombosis and reintervention indicated. Per edc, pre-reintervention avf functional assessment revealed flow volume (fv) of 16 ml/min, resistance index (ri) of 1.00, systolic blood pressure 181 mmhg, and diastolic blood pressure 97 mmhg. On (B)(6) 2025, 102 days post index procedure, 71% thrombotic stenosis noted in the left arm anastomosis, swing point and venous outflow (including target lesion) with 74 mm lesion length was treated by performing aspiration thrombectomy using mach1 st followed by percutaneous intervention using 6 mm x 40 mm athletis balloon and the final residual stenosis was noted to be 46%. It was further reported that on (B)(6) 2025, the subject was noted with decreased blood flow indicating av access dysfunction. Reintervention core lab angiography findings revealed that prior to reintervention, the target lesion had 5.4 mm reference vessel diameter, 85.7 mm lesion length, and 48.15 % diameter stenosis. Post-reintervention assessment revealed 30.77 % diameter stenosis. No complications were noted post reintervention.

Manufacturer narrative:
A2 - age at time of event: 79 years old at the time of study enrollment.

Manufacturer narrative:
A2 - age at time of event: 79 years old at the time of study enrollment.

Event description:
It was reported that thrombosis of the target lesion occurred requiring additional intervention. On (B)(6) 2025, the subject was enrolled into a clinical study, and the index procedure was performed on the same day. During the index procedure, anti-coagulation therapy was administered. The target lesion was located in the left arm venous outflow with 4.83 mm reference vessel diameter, 37.31 mm length and 60% stenosis with no calcification. Pre-dilatation was performed using 6 mm x 40 mm athletis balloon with residual stenosis of 0 %. The target lesion was treated with 6 mm x 60 mm ranger drug coated balloon, study device. Post procedure, residual stenosis was noted to be 0%. Post procedure, the subject was advised to continue ongoing anticoagulant medication therapy. Index core lab angiography findings dated (B)(6) 2025 revealed that the target lesion was located in the venous outflow, with 5.1 mm reference vessel diameter, 77.26 mm length, and 68.63 % diameter stenosis. Post test device usage, the diameter stenosis was noted to be 25.45 %. No complications were noted after pre-dilatation and test device usage. Event core lab duplex ultrasound findings dated (B)(6) 2025 revealed left radiocephalic arteriovenous fistula (target avf) with patent inflow vessel with peak systolic velocity of 28.9 cm/s and occluded arterial anastomosis, proximal access (swing point), mid access (cannulation zone), distal access (cephalic arch), and axillosubclavian junction. Post index procedure, avf functional assessment revealed flow volume (fv) of 758 ml/min, resistance index (ri) of 0.540, systolic blood pressure of 163 mmhg, and diastolic blood pressure of 72 mmhg. On (B)(6) 2025, the subject had first successful hemodialysis performed after index procedure. On (B)(6) 2025, during protocol required 3-month follow-up visit, avf functional assessment revealed flow volume (fv) of 700 ml/min, resistance index (ri) of 0.600, systolic blood pressure of 166 mmhg, and diastolic blood pressure of 76 mmhg. There were no clinical symptoms to indicate av access dysfunction. On (B)(6) 2025, at night, the subject was noted to have absence of shunt sounds indicating av access dysfunction. On (B)(6) 2025, ultrasound revealed flow volume (fv) of 80 ml/min and resistance index (ri) of 1.00. On the same day, angiography revealed approximately 8 cm of thrombus extending from the anastomotic site and stenosis extending from the area around anastomosis to the forearm. Based on the above finding, on (B)(6) 2025, 102 days post index procedure, the subject was diagnosed with "access circuit thrombosis" with location of thrombosis in the left arm anastomosis, swing point and venous outflow (including target lesion). At the time of event, the subject was on other anti-coagulant medication. Per edc, there was no specific potential cause for access circuit thrombosis and reintervention indicated. Per edc, pre-reintervention avf functional assessment revealed flow volume (fv) of 16 ml/min, resistance index (ri) of 1.00, systolic blood pressure 181 mmhg, and diastolic blood pressure 97 mmhg. On (B)(6) 2025, 102 days post index procedure, 71% thrombotic stenosis noted in the left arm anastomosis, swing point and venous outflow (including target lesion) with 74 mm lesion length was treated by performing aspiration thrombectomy using mach1 st followed by percutaneous intervention using 6 mm x 40 mm athletis balloon and the final residual stenosis was noted to be 46%.